Event description:
On 08-sep-2025 beta bionics received a report that on (B)(6) 2025 the end-user was hospitalized for hypoglycemia with a blood-glucose level of 23 mg/dl after reconnecting to the ilet bionic pancreas system following an extended period of disconnection. The user was treated at the hospital with glucagon and intravenous fluids and was discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.